Manufacturer narrative:
Block b3: the date of the event was approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of a trip wire broken. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands attached to it and its teeth were found bent. The handle had marks of trip wire being secured and it was rotated 180 degrees until an audible click was noted. No other problems with the device were noted. The reported event of trip wire break was not confirmed. Upon analysis, it was observed that the handle had marks of trip wire being secured and it was rotated 180 degrees until an audible click was noted. In addition, the returned ligator housing had four bands attached, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding of esophageal varices procedure performed on an unknown date. During the procedure, after correctly positioning the tool on the endoscope and removing three bands, the wire that releases the bands broke. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding of esophageal varices procedure performed on an unknown date. During the procedure, after correctly positioning the tool on the endoscope and removing three bands, the wire that releases the bands broke. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of a trip wire broken.